Event description:
It was reported by the customer's husband that the customer had sensor and transmitter readings that were not accurate. Customer's blood glucose level was 60 mg/dl. Caller stated that as a result, the paramedics had to be called for his wife. Caller declined being transferred to the helpline. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-98175.